Event description:
It was reported that during a routine generator change procedure, the patient's right atrial lead exhibited loss of capture and low pacing impedance. Upon fluoroscopy, an insulation breach was noted. The lead was capped and replaced on 23 aug 202$. The patient was stable throughout.